Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Other relevant device(s) are: product ID: enveor-n-us, lot: 0008876403, use by date: 2018-11-13, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment the valve dropped into the annulus below the skirt resulting in moderate paravalvular leak (pvl). A second valve was loaded to a second delivery catheter system (dcs) and positioned across the first valve. The dcs nosecone caught the first valve frame pushing it further into the annulus impinging the anterior mitral valve leaflet resulting in severe mitral stenosis. The delivery catheter system (dcs) was withdrawn into the descending aorta and the first valve was snared up off the mitral leaflet improving the mitral stenosis. The valve subsequently dislodged into the ascending aorta. The snare maintained the valve position while the dcs crossed the valve and delivered the second valve into the native annulus resulting in trace pvl. Upon release of the snare, the first valve was unstable. A second snare was used to pull the first valve into the descending aorta. The patient was stable. No adverse patient effects were reported.